Manufacturer narrative:
The reported event of backup operation was confirmed. As received, a device was returned for analysis. Analysis of device image found the device went into backup mode due to a power on reset (por).the cause of the reported event was due to a hybrid anomaly.

Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the implantable cardioverter defibrillator was found in back-up mode with high voltage therapy disabled. The reported device was explanted and replaced on (B)(6) 2023. The patient was in stable condition.